Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Visual examination of the returned product identified that one of the impactor pads has fractured on the top and the fractured piece was not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The complaint is confirmed. The root cause of the reported issue is attributed to wear and tear of the device from repeated use as it has a field age of approximately 13 years. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the office instrument coordinator was reviewing trays and realized plastic jaw on the impactor was broke.